Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose was 32 mg/dl. The patient experienced shaking, sweating, mental confusion, and inability to follow simple commands. The patient treated for their low blood glucose. During troubleshooting there were no anomalies noted. The displacement test was passed. The reservoir contained the same amount of insulin as the status screen displayed. The reservoir was not returned for analysis.